Event description:
Foley catheter had been inserted during hospital visit. Patient returned to urologist's office to have foley catheter removed. (Staff unable to recall which patient). Nurse recalls that physician drew back on syringe while draining balloon. This is contrary to recommendations from manufacturer. The physician attributed the problem to defect in product. Vendor recommends additional in-service on proper techniques.